Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27078. It was reported that the patient presented in clinic due to discomfort at their pacemaker's (pm) pocket site. Interrogation also noted high capture thresholds on their left ventricular (lv) lead. Programming changes were made to the lv lead. The physician explanted and replaced the patient's pacemaker. The patient was stable throughout the procedure.